Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "axillary siliconomas" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event." The reason for reoperation was rupture, silicone migration, and "axillary siliconomas". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reported "intracapsular and extracapsular prosthesis rupture with 2 axillary siliconomas". The device has been explanted.

Event description:
Physician reported" intracapsular and extracapsular prosthesis rupture with 2 axillary siliconomas". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, device is underweight, non-penetrating nicks, broken shell, red particles, and missing piece of shell. A microscopic analysis was performed which identified a striated(edge) opening, consistent with use of a surgical tool, and also identified a sharp(edge) opening with non-penetrating nicks assessed as surgical impact on radius side. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a striated(edge) opening on radius side due to surgical damage, missing shell due to inconclusive, a sharp(edge) opening with non-penetrating nicks due to surgical impact, and non-penetrating nicks(stress marks).